Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak on the beckman coulter lh 750 hematology analyzer station at the flowcell area. The leak was not contained in the instrument. Fluids associated with this event: blood, diluent and clenz the customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) observed leak under the flowcell from leaking tubing on sample line. The fse replaced sample line, which resolved the issue. The root of the event was leaking tubing on sample line